Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right ventricular (rv) lead fell at a football game and hit his head. After this incident, shock impedances were high, out of range between several vectors and it was discussed that troubleshooting for the lead could be completed, to see if there was any noise. Also, it was discussed that rv lead could be set to single coil configuration but there was a risk that if lead is damaged, deterioration may continue. The rv lead remains in service at this time. No adverse patient effects were reported.